Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) on the homechoice (hc) during dwell 5 of 7. The home patient (hp) reported her supply line was not all the way pushed into the supply bag. The technical service representative (tsr) assisted the hp by having the power cycled off/on to clear alarm and explained to start over with all new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 5 of 7 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).